Event description:
Philips received a complaint from the customer on the v60 indicating that the light crystal display (lcd) would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit fell, and the lcd would not turn on. The rse then provided the customer with the parts ID for the lcd and user interface (ui) assembly to order and replace. The customer placed an order for the lcd and ui assembly, but parts are currently on backorder. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.